Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. From the picture/photo it was not observed a "difficult to inflate prior to use". No other defects were observed. A document assessment was conducted and no changes were required. Per DHR (device history record) the product et tube, performed cuffed oral, 8.0, lot #01e1200330 was manufactured on 05/24/2012. Upon DHR review it was observed that the lot number reported, correspond to one of the lots identified to be affected with bespak value issue. From the picture it was not observed "difficult to inflate prior to use", complaint cannot be confirmed since the sample was not available for investigation; the lot number reported on this complaint corresponds to one of the lots identified to be affected with bespak valve issue. However, to correct this situation for similar complaints received in the past, a supplier corrective action request (scar) #(B)(4) was issued to valve vendor and a CAPA project #(B)(4) was opened to improve the process. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the customer alleges that it was difficult to inflate the cuff of the endotracheal tube. The issue was detected at the time of the pre-check.